Event description:
The user facility reported an 83-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The physician was unhappy with the impella pump flows, and there was a kink on cannula near outlet. Decision made to remove the pump. Pump removed and new pump utilized. There was no patient harm related to this event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow and the product damage (cannula kink) has been completed since the original report was filed. The pump was returned for evaluation. Visually inspected the pump and the cannula was found to be kinked. No other physical abnormalities were found. It was reported that the pump had low flows with suction alarms at the end of case. Shortly after implant, patient flows dropped, suction event followed with noted bend at cannula leading to limited support for patient. The cause of the low pump flow issue was due to a kinked cannula per field investigation, clinical and data log review.